Event description:
It was reported that during an in-clinic follow-up, episodes of post-paced t-wave oversensing were noted and resulted in non-sustained right ventricular oversensing. The device has been previously reprogrammed to resolve the pptwo, however, the initial reprogramming was unsuccessful. Technical support was contacted again and the device was reprogrammed for a second time to resolve the event. The patient was stable and will continue to be monitored.